Event description:
The pt rec'd her scs sys, included a receiver, on (B)(6) 2008. It was reported that the pt lost stimulation, and the pt's transmitter was not working. A new transmitter was sent to the pt; however, it is currently undetermined whether the replacement external device resolved the issue. No further info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.